Event description:
Patient reported that this morning she experienced the adhesive pad not sticking which caused the vgo device to fall off. Patient stated that she is cleaning the area before applying the vgo device.